Event description:
New information received notes that the icm exhibited under-sensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The patient was in stable condition.